Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va10qdh, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a previous revision/replacement surgery: that they couldn¿t ¿get it adjusted right,¿ and the patient had gone through some doors or airport security that they thought had ¿moved or screwed up the lead.¿ the patient reported that about a year after implant (registration records show that the procedure had been (B)(6) 2017) it was removed and a new system had been implanted, which the patient noted had been working well for the patient and that they were doing fine. No further complications were reported at this time.